Event description:
It was reported that the patient experienced unspecified issues and requested a revision of an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient experienced an infection and erosion with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new spectra penile prosthesis (spp) was implanted.

Event description:
It was reported that the patient experienced unspecified issues and requested a revision of an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.